Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was a slit in the line of a patient line extension set. This was observed during set-up. The patient stated they would start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.